Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
When performing a bone marrow biopsy, the trocar broke in the iliac crest at the distal 1/3 (clear break). Additional queries to rcc to forward to customer: was there any patient harm or medical intervention required due to the event? Was the broken piece left in the bone or removed? On (B)(6) 2018: customer response: after the follow-up with the customer it appears that there was a need for removal of the broken piece, which caused pain for the patient. It was removed after operation.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Three (3) photographs of the complaint sample were provided with the complaint report. Evaluation of these pictures was able to confirm the reported failure mode. A closer evaluation of the part of the needle where the break occurred identified the needle cannula appeared to be deformed and possibly collapsed suggesting the needle was exposed to a bending force prior to the break occurring. However, the investigation was not able to confirm this potential contributor the observed failure mode nor ascertain any contribution from the end user to the observed failure mode. A review of all DHR records for lot 0000882866 did not identify any issues that may have contributed to the observed failure mode. Based on the compliant investigation, a probable root cause could not be identified. Though the evaluation of the sample pictures was able to confirm the reported failure mode and noted the presence of deformation of the needle cannula at the location of the break, the investigation was not able to identify any additional inputs or contributions that may have resulted in the observed deformation. Since a probable root cause was not identified for the reported failure mode, a corrective or preventive action was not determined for the complaint. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.